Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an insertable cardiac monitor was explanted due to undersensing. No additional adverse patient effects were reported. At this time, information is limited and the device current status in unknown.